Event description:
Followup revealed that the patient's ipg was explanted and replaced with a different model, and therapy was restored post-op.

Event description:
It was reported that the patient did not charge their ipg as recommended. In turn, the ipg became inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was confirmed post-op.